Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. The suture material was not attached to the needle upon opening the packet. The barrel of the needle was cracked. The suture was not used on the patient. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. Microscopic evaluation found the needle exhibited amounts of intergranular and possibly some transgranular failure.